Event description:
It was reported that the patient experienced a loss of therapeutic effect. The event occurred 4 days after the implant in (B)(6) 2012. The patient had "90% relief", but then began to receive shocks below her breast and genital area. The patient had pain in her lower back. An x-ray procedure indicated lead migration. Device and additional patient information was not obtained. If additional information is received, it will be included in a supplemental report.

Event description:
Additional information received reported that the patient was back in the hospital because she was in "tremendous" pain and the patient's battery "was not working and was not holding any charge." It was reported that the patient had a recharger but "was unable to do anything with it." It was also reported that "initially the patient was unable to switch programs" and the patient was "in and out of the hospital almost every month." Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the product code and the PMA code have been updated, as they were not included in the inital report.